Event description:
Reporter alleged family member was taken to the emergency room (ER) due to blood glucose monitoring device results and was treated with an IV. Reporter stated taking family member to the ER where blood work was performed and was given an IV, contents unknown. Reporter stated the IV was given due to dehydration and 2 hours later, hospital device result was 297 mg/dl and is unsure whether insulin was received by family member. Reporter stated family member was released from the hospital the same night but alleging the device was reading too high. Reporter indicated no controls were used. A request was made for the return of the suspect device and replacement product was sent.